Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years and 10 months following a transcatheter valve replacement to implant a 26 mm sapien 3 ultra valve in the pulmonic position by transfemoral approach, the patient presented with shortness of breath and the valve exhibited moderate to severe pulmonary insufficiency and stenosis. A valve in valve procedure was performed successfully with a 23 mm sapien 3 ultra valve and the patient was stable and recovering following the procedure.